Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported that the insulin pump had a no delivery alarm. Customer's mother also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was 87 mg/dl. During troubleshooting, the customer's mother was able to get insulin to exit the tubing without an error alarm occurring. The insulin pump also continued to drip insulin after the act button was released. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.